Event description:
Customer reported the sensor readings are off. Sensor glucose reading was 59 mg/dl when blood glucose was 132 mg/dl. Customer calibrates at each meal or more per day, advised to calibrate three or four time a day. Customer was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.